Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had partial display and rewind anomaly. Customer's blood glucose level was unknown. Customer states that insulin pump had rainbow effect on screen that makes it hard to read. Customer also states that insulin pump had unexplained no delivery alarm. Customer reports that bits of plastic chipping from reservoir area. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with no crack or broken parts at reservoir tube noted. Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test , occlusion test. Insulin pump password self test no anomaly on display lcd window noted. (B)(4).